Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-30623. It was reported that patient was experiencing high impedances on their leads. Patient underwent surgery on (B)(6) 2020 wherein their leads were replaced. Patient is stable.

Manufacturer narrative:
The reported allegation the patient¿s system was auto reducing was confirmed. As received, the octrode lead had a kink in the lead body where all the internal wires were broken. This would have caused the system to auto reduce and contribute to the patient¿s ineffective stimulation. There was also a cam impression from the swift-lock anchor. As the invalid impedances were observed prior to the revision, the fracture is consistent with overstress the lead was subjected to while in vivo.